Manufacturer narrative:
The customer stated that during preventative maintenance (pm) service, the unit turns on by itself intermittently. They tried swapping the battery, but the problem persisted. Bench repair evaluated the device and confirmed that the unit keeps rebooting. It was indicated that the user interface (ui) printed circuit board assembly (pcba) needed to be replaced to fix the problem. Investigation is ongoing.

Manufacturer narrative:
Bench repair replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. It was determined that the ui pcba was the cause of the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device will turn on and off by itself. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested to have the device sent in for bench repair but as of 31aug2023 it still remains unscheduled. Investigation is ongoing.

Manufacturer narrative:
The removed 2nd generation user interface (ui) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the ui pcba into a pil ventilator to duplicate the reported issue. Visual inspection of the ui pcba revealed no evidence of damage or contamination. Tech verified that the standard test bed (stb) with the suspect ui pcba installed, powered on without issue through the use of the power on button. Tech also verified that the stb with the suspect ui pcba installed, powered down without issue by the use of the power button and the ventilator shutdown button on the touch screen. With ac and internal battery connected, the hospital vent stb with the suspect ui pcba installed, remained in the power down status for 1 hour with no random or spontaneous power ups. This testing was performed with ac and the internal battery connected to the stb. The stb also passed all testing noted in test steps 1,2 and 3. Tech could not duplicate the failure. This investigation has resulted in no fault found.